Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient had an unrelated surgery and did not put the ipg into surgery mode. As a result, the ipg is inoperable. The ipg was explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.